Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level ranged between 140-150 mg/dl at the time of the event. Moreover, the infusion set had been used for 5-6 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.